Event description:
Additional information was received from a manufacturer representative (rep) reporting they were at the revision case today, going from pc to percept. It was reviewed how to transfer current voltage setting to ma and suggested running impedance to get the ma as a starting point. Impedance concerns was noted. Right c 10 low 10 11 low c8 2939 c9 3187 therapy impedance --- using c+11-. Left therapy impedance 1278ohms 1.8ma using 2.2v and c+0-. They will program the left side and leave the other side at 0 until the patient can see their neurologist.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare provider (hcp) is seeing that the amplitude is changing during programming. They sent snapshots of various therapy impedances on multiple tablets. The manufacturer representative (rep) indicated they are not sure what the hcp was trying to do but is planning on seeing them and the patient next week, (B)(6) 2020, to get a better understanding of what the hcp is seeing. The patient is having some symptom fluctuations on the left side and this seems to be where the amplitude is changing. The hcp did not indicate seeing a message stating oor or therapy cannot be delivered as programmed. Additional information was received from a rep reporting that they called the hcp to discuss the impedance readings being seen when the ins was interrogated. They are seeing a lot of variability, specifically on the right subthalamic nucleus (stn). Programming notes indicated: 1036: 2.1v, contact 0, 1.9v contact 11, right impedance 3,364 ohms, current 0.6ma 1037: 1.0v, contact 1, 1.9v contact 11, right impedance 1,227 ohms, current 1.6ma 1038: 1.0v, contact 1, 1.9v contact 11, right impedance 1,404 ohms, current 1.4ma, left impedance 1,297 ohms, current 1.7ma 1039: 2.1v, contact 0, 1.9v contact 11, right impedance 1,642 ohms, current 1.2ma, left impedance 1,483 ohms, current 0.7ma 1040: 2.1v, contact 0, 1.9v contact 11, right impedance 1,642 ohms, current 1.2ma, left impedance 1,483 ohms, current 0.7ma 1041: 2.2v, contact 0, 1.8v contact 11 1042: 2.2v, contact 0, 1.8v contact 11, right impedance 3,505 ohms, current 0.5ma, left impedance 1,278 ohms, current 1.8ma a short was seen on contact 10/11 today and contact 11 is currently being used in programming. They have tried various programming options: bipolar, unipole, but given the values, they are not able to get the patient the therapy needed. Limited options with programming and next steps of exploratory or replacement of extension or lead was discussed. It was reviewed the implantable neurostimulator (ins) typically is not a factor in these fluctuating impedances. It was discussed how oor can result in therapy impedance values, which is likely why they were seeing them, especially if the short was being detected, which appears to be transitory. The next steps includes discussing with the patient and involving a neurosurgeon since this issue has been going on for 6 months with no resolution.